Event description:
It was reported that the procedure was to treat the calcified common trunk (ostial left anterior descending artery). During unpacking of a 2.5 x 15mm xience prime stent delivery system, it was noticed the device was broken. The device was not used and there was no patient involvement. A second 2.5x15mm xience prime stent delivery system (sds), intended to be implanted in a heavily calcified lesion in the circumflex (cx) artery, was successfully advanced to the target lesion. However, during retraction for repositioning of the sds, resistance was noted. The stent implant was not deployed, and the sds was removed from the patient's anatomy. Upon withdrawal, the stent implant was noted to be flared. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent fracture/broken was not confirmed; however, the proximal shaft was returned separated. It is likely the account was referring to the shaft separation when reporting the device (stent implant) was broken. An attempt was made to follow up with the account; however, the account reported that no additional information was available as the physician does not recall the procedure details. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience prime device referenced is being filed under a separate medwatch report.